Manufacturer narrative:
These stirrups are designed to position and support the patient¿s foot, lower leg and upper leg in a variety of surgical procedures including, but not limited to gynecology, urology, laparoscopy, general and robotic surgery. These devices are intended to be used by healthcare professionals within the operating room setting. The yellow fin allen stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The IFU states you should always confirm the working order prior to using it clinically, and whenever practical, a patient should be placed in the stirrups prior to anesthesia. Upon inspection, baxter field service technician determined that the shock was damaged. A replacement shock was installed by the baxter field service technician. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a collapsing leg section were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that during a total shoulder procedure, a yellofins apex rt strup had the leg section collapsing. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.